Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the device was pulled forcefully and was able to be removed. It should be noted that the proglide instructions for use (IFU), states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, based on the reported information, the use of force was circumstantial due to the difficulties experienced during removal. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a common femoral vein was attempted with two proglide devices using the pre-close technique via a 8f sheath prior to an electrophysiology procedure. Reportedly, when removing the first proglide device, the suture got caught in the foot. The device was pulled forcefully and it was able to be removed. Although there was difficulty, the sutures were successfully pre-placed. During use of the second proglide, when removing the device to the skin surface, insertion of the guidewire was difficult; however it was successfully inserted. The sutures of the second device were successfully pre-placed. The sheath was upsized to 12f and the electrophysiology procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.